Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging her son¿s onetouch ping meter¿s ok button was intermittently responding. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated, the alleged issue occurred on (B)(6) 2013 between 6-7pm. The reporter stated, the patient uses insulin pump therapy to manage his diabetes. The reporter stated, the patient made no changes to his usual diabetes management routine on the day of the alleged issue. The reporter stated on (B)(6) 2013 at 8pm, the patient developed symptoms of ¿headache, blood shot eyes, legs started hurting.¿ the reporter stated on (B)(6) 2013 at 8pm the patient obtained a reading of ¿425mg/dl¿ on a back up meter and gave himself humalog as treatment. At the time of troubleshooting, the cca determined this was not the first time the meter had been used, and there was no misuse of the meter. The patient reported the issue was occurring intermittently. The reporter did not have the subject meter at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment that suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (10/01/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.